Event description:
Procedure type: distal gastrectomy. According to the reporter: during the 2nd firing, bleeding occurred from the cut end. Since it seemed like the tissue was not stapled, it was additionally resected with a new cartridge. The amount of bleeding was less than 200cc. No transfusion was necessary. There was tissue damage reported. Nothing fell into the pt cavity. There was no ill effect to the pt. Operative time was not extended more than 30 minutes. The blood did not gush from the cut end. The gastric wall was slightly thick. It was unclear if staples remained on the additionally resected specimen. The anvil was curved.

Manufacturer narrative:
(B)(4). Date of initial report sent: (B)(6) 2011.